Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line which was not reproduced during evaluation. The event history log (ehl) review was performed and revealed that the customer experienced multiple "air-in-line!" Alarms, however the log cannot be used to distinguish true and false alarms. No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in lie alarm. There was no patient involvement. No additional information is available.